Event description:
It was reported that outside of surgery the ratchet handle was not assembling on the mesher at all and the handle was not able to perform the up and down motion. There was no patient involvement. During product evaluation it was found that the handle would not ratchet. Due diligence is complete and there is no additional information available. There was no adverse event associated with the malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Functional testing of the returned product found the ratchet handle would not ratchet when placed on the mesher. Visual evaluation found the ratchet handle was damaged. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00365. Only the ratchet handle was returned for product evaluation. MDR 0001526350-2023-00365 is in relation to the mesher which was not returned for product evaluation. E1 telephone number: (B)(6). G2 country: australia.